Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR #8030665-2014-00426.

Event description:
A peritoneal dialysis (pd) pt reported that the cycler was alarming for blocked supply bag lines and air detected in cassette. While trouble shooting, the pt started to reset up with a new set and discovered a fluid leak behind the cassette door. During f/u, the pt's pd nurse reported that the pt's effluent was clear. The pt had completed treatment with manual exchange. The pt was treated with prophylactic antibiotics. The nurse reported that the pt may have discarded the set.